Event description:
It was reported that on an unknown date in 2022, the blade/screw guide sleeve for proximal femoral nailing system (tfna) was damaged on the inside close to the top of the sleeve. This is preventing the middle sleeve that goes inside of this one to be fully seated. The scrub tech recognized this right before surgery. There was no patient involvement. This report is for one (1) blade/screw guide sleeve this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the blade/screw guide sleeve was found deformed inside the head region on the top of the sleeve. A functional test could not be performed as the mating device was not returned for evaluation. A dimensional inspection was performed for the blade/screw guide sleeve was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the blade/screw guide sleeve would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: part no.: 03.037.017, lot no.: 9485534, manufacturing location: (B)(6), release to warehouse date: 07.may.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.